Manufacturer narrative:
2014 additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the ipg was not holding a charge after the fall. The fall was not device related. The physician believed that there was device malfunction. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a fall and since then the spinal cord stimulator (scs) implant was not working. The patient will undergo a replacement procedure.

Event description:
A report was received that the patient had a fall and since then the spinal cord stimulator (scs) implant was not working. The patient will undergo a replacement procedure.